Event description:
It was reported that during a cardiac ablation procedure the catheter was pulled into the sheath, a temperature sensor error appeared. During pulsed-field ablation, electrograms were reported to be absent for 7 seconds and the electrogram display on the graphical user interface was reported to be frozen. A generator error message was shown, a remote reboot issue was reported, and the remote was reported to continue collecting data after the end of an application. Additionally, an error messaged appeared indicating "unable to track left/right" was observed. The catheter was replaced which resolved the issue. The case was completed. After the procedure,figure-of-eight sutures were reported to have pulled and, approximately one hour later, the patient was found lying in bed with a large amount of blood on the linens, with blood loss from the groins reported and no hematoma noted in the groins. Manual pressure was applied, complete blood count (cbc) and prothrombin time/international normalized ratio (ptt/inr) labs were drawn, and heparin/anticoagulation was held until lab results returned. The patient also reported chronic back pain with difficulty getting up and a comput ed tomography angiography (cta) was performed. It showed a small venous bleed in the retroperitoneum. Concomitant medication was administered and adjusted due to back pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00001; product type: sphere 9 catheter. Product ID: afr-00004; product type: radiofrequency generator. Product ID: afr-00016; product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.